Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) indicated that he was hearing the critical alarm every ten minutes. The logs do not show any current alarms. The healthcare provider (hcp) waited with the patient for about 20 minutes and did not hear the alarm. He said, the patient also was at his primary care physician's office and did not hear the alarm there. The hcp though the patient may have his old pump at home. Reviewed that based on the implant date it would have reached eos around (B)(6) 2024. The hcp will try to verify with the patient if the sound may be coming from his explanted pump.

Event description:
Information was received from a healthcare professional (hcp) and a patient receiving intrathecal baclofen (unknown) at unknown conc entration/dose via an implantable pump for non-malignant pain. It was reported by the healthcare provider that the patient reported hearing a single tone pump alarm every 30 minutes but the patient was not due for a refill. The hcp was not with the patient. The hcp stated that he planned to see the patient tomorrow and would call back if assistance was needed. Additional information was received from the healthcare provider (hcp) reporting that the patient reported hearing alarm from pump every 30 min or so since monday. No recent logs showing any alarm event. Last log was from august when patient had a refill. The hcp played alarms for patient and he thought what he was hearing was consistent with the critical alarm. Hcp did an update and rechecked the logs and there were no additional logs indicating an alarm event. There also was no active alarm showing on the home screen. Hcp so far has not yet heard the alarm since being with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.